Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse exhibited ua41 (patient temperature sensor failure) error message. Follow up attempts were made to gather additional information however were unsuccessful. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 41 (patient temperature sensor failure) was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the platform and lifeband which could have caused or contributed to the reported complaint. The platform is working as intended for use. Ua 41 indicated that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The probable root cause of the reported issue could be due to the device been stored in a hot environment, or in a hot vehicle or exposed to direct sunlight for a period of time that caused the internal temperature of the platform to increase. The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). As a precautionary measure, the temperature sensor was replaced. During visual inspection, damaged short black cover was noted, unrelated to the reported complaint. The autopulse platform is a reusable device; therefore, this type of damage is characteristic of normal wear and tear for the life of the device review of the archive data shows no error message ua 41 occurred on the reported event date of (B)(4) 2017, thus not confirming the reported complaint. However, the archive data shows error message ua 12 occurred on the reported event date. The observed error message ua 12 is unrelated to the reported complaint. Ua 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The platform passed the initial functional testing without any issues. Additionally, a load cell characterization test was performed and both load cell modules are working an intended for use. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The short black cover was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).